Manufacturer narrative:
Additional information: section g - date received by manufacturer; type of report, section h - device manufacture date; evaluation codes. The cls remains implanted. The root cause of the pain and skin discoloration at the cls implant site and migration cannot be definitively determined. The evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include temporary or persistent post-surgical pain at hardware implantation sites and cls migration or suboptimal placement, which may result in pain, and the patient may require surgery (including revision, explant, and replacement) as a result.¿

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain and skin discoloration at the evoke closed loop stimulator (cls) implant site and noted that the cls seemed to be superficially positioned. A revision procedure was performed to reposition the cls and resolve the reported event.